Event description:
It was reported that a 47-year-old caucasian female patient a breast augmentation revision procedure with a mentor memorygel breast implant 250cc gel breast prosthesis (left device) and a mentor memorygel breast implant 250cc gel breast prosthesis (right device) when the left breast prosthesis ruptured post implantation. The patient was involved in a car accident and the left breast was swollen, painful, and tender. An MRI was performed and it confirmed left breast prosthesis rupture. Additionally, the MRI indicated several small breast cysts bilaterally. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10-may-2023, mentor received additional information about the event. The patient underwent unilateral explantation of the left breast prosthesis and it was replaced with a mentor memorygel breast implant 275cc gel breast prosthesis on (B)(6) 2023. On 17-may-2023, mentor received additional information about the event. The patient developed a hematoma in her left breast following the trauma from the car accident. On 23- may-2023, the mentor failure analysis lab received the device for evaluation. On 29-may-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient presented with a ruptured breast implant following a car accident. Additionally, the patient developed swelling and a hematoma in the breast as well as cysts. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. During the visual analysis of the returned sample, no apparent damage or visual anomalies were observed. Leak testing was performed, according to mentor procedure, and it identified a tear on the anterior view, measuring approximately 0.2 cm. A microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. Swelling is a temporary normal post-operative condition. Depending on presentation, delayed swelling may require additional work-up by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: breast prosthesis rupture, trauma. Manufacturer¿s reference number: (B)(4).